Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was noted that the patient had scar tissue in the right atrium. The ra lead was explanted and replaced. The patient was stable throughout.